Event description:
It was reported there was a rapid fluid buildup at the ipg site. However, infection is not suspected at this time. A procedure to drain the fluid is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.